Manufacturer narrative:
Evaluation: results: a visual inspection of the returned product was found to have heavy instrumentation markings on the casing and denting. The ipg passed all the mechanical and electrical testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 2 of 2: reference MFR report: 1627487-2011-09086.